Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was leaking. The reporter indicated that they did not know what was leaking. There were no delays to the surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had low (rpms) rotations per minute ((B)(4) should be at least (B)(4)). It was further observed that the vanes were broken. It was determined that the issue was consistence with insufficient lubrication, which is user error/misuse/abuse. The assignable root cause was determined to be due to user misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.